Event description:
Healthcare professional reported that 15 days after injection with juvederm ultra xc in multiple unspecified areas, the patient experienced cysts and abscesses at the injection sites. The patient was treated with cefamox for 7 days, cipro for 10 days and another unspecified medication. Per the physician, treatment was prescribed to prevent worsening of symptoms which could have led to permanent damage.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2011. Device evaluation summary: batch number h24l620627 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.